Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging test strips missing. The reporter alleged box of 50 strips only had one container of 25 instead of two - seal intact prior to opening. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.